Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the measures of the ventricular fibrillation tracking algorithm (vfta) functioned different from expected. No intervention was performed. There were no patient consequences.